Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and mildly calcified de novo lesion in the left anterior descending artery. Following pre-dilatation, a 2.75x28mm xience prime stent was deployed. Post-deployment a proximal edge dissection was noted. A 3.0x28mm xience prime stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure.